Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by med information received by medtronic indicated that the reservoir had air bubbles. Customer stated that that the top ring in the reservoir was not a proper seal and noticed that the top ring in the seal was letting air in to cause air bubbles. No harm requiring medical intervention was reported. The device will be returned for analysis